Event description:
Same case as MFR report # 3005188751-2012-00235. It was reported during an ablation procedure, a pericardial effusion occurred. The physician inserted a fastcath swartz introducer with a brk needle. He felt the needle was in the la, and injected contrast. The x-ray showed contrast being injected into the pericardial space. The needle was withdrawn and a tee was performed showing no effusion. After waiting awhile, the tee was rechecked, still showing no effusion. The pt did not decompensate during the procedure. Transseptal access was re-attempted with the same devices and the procedure was continued successfully to completion. The physician stated the pt's ra was enlarged and rotated, which he alleges lead to the perforation. The pt's condition was stable and without consequences. Additional information was requested but not available.

Manufacturer narrative:
The device was not received for analysis. Review of the device history record was not possible as the lot number is unknown. The root cause classification of the reported perforation is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.